Event description:
On (B)(6) 2012, it was reported that an AED would not power on and that there was a burned smell coming from the device. There was no pt involvement.

Manufacturer narrative:
The equipment has been requested to be returned to assist with the investigation, however, to-date, it has not been received. The investigation remains open.